Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges, during basal delivery and the load process. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.